Event description:
It was reported that during a laparoscopy procedure, the surgeon noticed that from the beginning of the surgery the device was very heavy to close and cutting was only possible with increased effort (regardless of the quantity of the tissue). He tried to cut through the ligamentum rodundum - the knife was stuck an they couldn´t open the branches. The surgeon could pull out the device without harm and opened a new one. There were the same adverse effect but he finished the surgery with it. (Device was not on a vessel or artery). There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event unknown, assumed (B)(6) 2012 that complaint was reported.

Manufacturer narrative:
(B)(4). The devices a and b were received in good physical condition. During mechanical testing, the jaws opened and closed properly. The devices were tested with a generator and the devices performed as required during testing. The energy output delivered from the devices was verified and the cutting of the test media performed as expected. On both devices, the jaw of the instrument was working as expected. There was no difficulty with opening or closing the jaws or the jaws not opening there were no anomalies noted with the functionality of the device.